Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 03aug2015. No further follow up is planned. Evaluation summary the mother of a patient reported that her daughter's humapen luxura hd device was not dose accurate and there were air bubbles in the cartridge. The patient experienced a serious event of decreased blood glucose and a non-serious event of increased blood glucose. After an unspecified problem, the lilly call center was able to successfully troubleshoot the device. The reporter was able to prime the device to a stream of insulin and decrease the size of the air bubble to a small (insignificant) size. The device was not returned to the manufacturer for investigation (batch 1407g02, manufactured july 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring pen functionality and dose accuracy. A complaint history review of this batch did not identify any atypical trends with regard to dose accuracy. There is evidence of improper use. The patient's use issue regarding the accuracy of the device and the air bubbles in the cartridge was unspecified. It is unknown if the patients use issue was relevant to the complaint of increased and decreased blood glucose levels.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company regarding a product complaint, concerns a (B)(6) year old female patient of unknown origin. Medical history included type 1 diabetes that was diagnosed on (B)(6) 2014. Concomitant medications were not provided. The patient received insulin lispro (humalog; cartridge) via a reusable sample humapen luxura hd device, three injections daily per sliding scale for the treatment of type 1 diabetes beginning in (B)(6) 2014. On (B)(6) 2015, approximately six months after beginning insulin lispro, the patients blood sugar after breakfast was 254 (units and reference range not provided). The patient had started a brand new insulin lispro cartridge that morning. Before the cartridge was attached to the sample humapen luxura hd device, the mother noticed bubbles in it. The cartridge was attached to the device like normal and the device was primed nine times at a setting of 2. After priming attempt three or four, an insulin stream was seen. After priming, the patients mother then administered 4 units of insulin lispro. About 45 minutes later, the patient stated that she was really dizzy and started crying. The patients blood sugar was 27, which was lower than it had ever been. This event was considered serious by the company for medical significance. Reportedly, the patients mother thought that the patient did not get the right dose and felt that the sample humapen luxura hd device released an insulin lispro dose that was bigger than it should have been (lot number 1407g02/ (B)(4). It was also reported that the consumer did not directly allege deficiency with the pen device, only with the cartridge. The patients mother gave the patient oral carbohydrates to consume and the blood sugar was back within range at the time of the initial report. There was no evidence of improper use or storage of the device. No additional information or treatment measures were reported. The outcome of the event of sample humapen luxura hd device released an insulin lispro dose that was bigger than it should have been was not reported and the remaining events had resolved. Use of the specific insulin lispro cartridge was stopped and insulin lispro therapy was continued. This report included a suspect sample humapen luxura hd device. The patients mother was the user of the device for a general device duration of use since (B)(6) 2014. Training status, suspect device duration of use, and use status were not reported. The device was not returned the reporting consumer did not provide an opinion of relatedness for the events in regards to insulin lispro; however, it was reported that the events of blood sugar of 27, dizzy, crying and sample humapen luxura hd device released an insulin lispro dose that was bigger than it should have been were related to the insulin lispro cartridge and sample humapen luxura hd device. Update 30jun2015: upon review of this case on 30jun2015, the case was opened to update the medwatch fields for regulatory reporting. Update 03aug2016: additional information received on 03aug2015 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the improper use and storage to yes; updated the EU/ca and medwatch fields; and updated the narrative.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company regarding a product complaint, concerns a (B)(6) year old female patient of unknown origin. Medical history included type 1 diabetes that was diagnosed on (B)(6) 2014. Concomitant medications were not provided. The patient received insulin lispro (humalog; cartridge) via a reusable sample humapen luxura hd device, three injections daily per sliding scale for the treatment of type 1 diabetes beginning in (B)(6) 2014. On (B)(6) 2015, approximately six months after beginning insulin lispro, the patients blood sugar after breakfast was 254 (units and reference range not provided). The patient had started a brand new insulin lispro cartridge that morning. Before the cartridge was attached to the sample humapen luxura hd device, the mother noticed bubbles in it. The cartridge was attached to the device like normal and the device was primed nine times at a setting of 2. After priming attempt three or four, an insulin stream was seen. After priming, the patients mother then administered 4 units of insulin lispro. About 45 minutes later, the patient stated that she was really dizzy and started crying. The patients blood sugar was 27, which was lower than it had ever been. This event was considered serious by the company for medical significance. Reportedly, the patients mother thought that the patient did not get the right dose and felt that the sample humapen luxura hd device released an insulin lispro dose that was bigger than it should have been (lot number 1407g02/ product complaint (B)(4)). It was also reported that the consumer did not directly allege deficiency with the pen device, only with the cartridge. The patient's mother gave the patient oral carbohydrates to consume and the blood sugar was back within range at the time of the initial report. There was no evidence of improper use or storage of the device. No additional information or treatment measures were reported. The outcome of the event of sample humapen luxura hd device released an insulin lispro dose that was bigger than it should have been was not reported and the remaining events had resolved. Use of the specific insulin lispro cartridge was stopped and insulin lispro therapy was continued. This report included a suspect sample humapen luxura hd device. The patients mother was the user of the device for a general device duration of use since (B)(6) 2014. Training status, suspect device duration of use, use status, and return status were not reported. The reporting consumer did not provide an opinion of relatedness for the events in regards to insulin lispro; however, it was reported that the events of blood sugar of 27, dizzy, crying and sample humapen luxura hd device released an insulin lispro dose that was bigger than it should have been were related to the insulin lispro cartridge and sample humapen luxura hd device. Update (B)(6) 2015: upon review of this case on (B)(6) 2015, the case was opened to update the medwatch fields for regulatory reporting.